Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing stopper with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing. No issues were observed relating to missing stopper as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for indicated failure mode missing stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® k3e 7.2mg plus blood collection tubes 10 tubes with aspirating issues were found, 3 tubes found with a missing piece for the adapter and 2 with damaged crooked caps. No patient impact was reported and this occurred with the same lot number. The following information was provided by the initial reporter: pcn 368860 do not suck (out of a box of 100 test tubes, 10 do not aspirate) and 3 have been found without a gasket that sticks to the adapter inserted in the shirt and others have crooked caps that prevent it from being inserted into the shirt.

Event description:
It was reported that bd vacutainer® k3e 7.2mg plus blood collection tubes 10 tubes with aspirating issues were found, 3 tubes found with a missing piece for the adapter and 2 with damaged crooked caps. No patient impact was reported and this occurred with the same lot number. The following information was provided by the initial reporter: pcn 368860 do not suck (out of a box of 100 test tubes, 10 do not aspirate) and 3 have been found without a gasket that sticks to the adapter inserted in the shirt and others have crooked caps that prevent it from being inserted into the shirt.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.